Event description:
It was reported that during the procedure, a 6.0x15mm on a 135cm rx herculink elite peripheral stent system was advanced onto an .014 balance middleweight (bmw) universal guide wire, into a 6fr non-abbott guiding catheter, toward a heavily calcified 85% stenosed lesion in the moderately tortuous right renal artery, but was unable to cross the lesion. While attempting to withdraw the herculink elite, resistance was felt between the rx herculink stent struts and the 6-fr guiding catheter, excessive force was applied, and the stent dislodged near the iliac artery. A 7fr non-abbott guiding catheter was advanced to capture the stent, but was unsuccessful. The stent was retrieved via inflation of the herculink elite balloon, and use of a non-abbott retrieval device, then withdrawn through a 9fr non-abbott guiding catheter; the stent struts were noted to be flared. The procedure was completed via successful deployment of a 6x12mm sized rx herculink elite stent. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: .014 balance middleweight universal. Guide catheter: 6f and 7f cordis vistabrite. Excessive force. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted the warnings section of the rx herculink elite peripheral stent system instructions for use states: should unusual resistance be felt at any time during either lesion or duct access, or during removal of an undeployed stent, the stent system, wire, and guiding catheter should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).